Event description:
It was reported that the patient underwent a procedure a surgical procedure related to erosion of an artificial urinary sphincter (aus). Two new cuffs were implanted. No further details related to the previous device were provided. No patient outcome was not reported.